Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that patient had complained to the healthcare professional (hcp) that they did not like location of the ins battery placement and the ins battery was too large. There were no known issues that may have led to the issue. The patient wanted the pocket moved to a different location so the hcp revised the pocket to a different location and replaced the ins with a rechargeable ins. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.